Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure with a varipulse catheter and the patient experienced a cerebrovascular accident (cva) requiring prolonged hospitalization. It was reported that after the case, the patient had venous bleeding and they could not give him fraxiparine in the evening (fraxiparine to avoid blood clot). Patient went home (B)(6). On 15-apr-2026, additional information was later received indicating that the patient had a stroke 2 days after the procedure. On (B)(6), the physician performed a pvi pfa procedure as the first case of the day. The patient was taking rivaroxaban as a non-vitamin k antagonist oral anticoagulants (noac), which was discontinued the day before the procedure. The ablation was completed smoothly and without intraoperative complications. Following the procedure, venous bleeding and access issues were noted, so fraxiparine was withheld on the evening of the intervention and it was not clear when the noac was restarted. Forty-eight hours later, the patient was readmitted with signs of a cerebrovascular accident (cva). The patient was readmitted to (B)(6) hospital on (B)(6). A computed tomography (CT) scan performed that day did not show evidence of cva, but a follow-up scan two days later revealed a small injury. The CT scan revealed a small lesion in the visual cortex, correlating with the patient¿s complaint of reduced visual acuity. It was reported that the outcome of the adverse event is unchanged, the patient had visual disturbances. The patient required extended hospitalization. No intervention was required. The physician's opinion on the cause of the adverse event was a problem with restart of fraxiparine / noac (non-vitamin k antagonist oral anticoagulants) because of venous bleeding after the procedure. They did 19 ablations. Relevant medical history includes: ICD implant because of brugada syndrome prior to 2013, this year, in february, the patient was admitted twice due to persistent atrial fibrillation and required electrical cardioversion, leading to the decision for pvi ablation.